Manufacturer narrative:
Model number/catalog number: sc-8416-50. Serial number: (B)(4). Batch/lot number: 7014424/7024461. Model/catalog description: artisan MRI paddle lead 50 cm.

Event description:
A report was received that the patient was hospitalized due to weakness in the bilateral legs. Computerized tomography (CT) scan was taken and showed some tissue dorsal to the upper paddle lead pushing the lead down. The physician believed that the weakness was not device related. The patient underwent a decompressive laminectomy procedure and was doing well postoperatively.